Manufacturer narrative:
The complaint of particulate matter on item kl-bs001u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) review couldn't be performed due to the lot number for this complaint was unknown.

Event description:
It was reported that, on an unspecified date, a chemosafelock bag spike was found to have coring during use. The reporter stated ¿crystalized substance-like fms were found to be suspended during preparation of chugai's drug solution. Based on the analysis result performed by chugai, a few fms which seems crystalized substance, and one fm, which is fiber-like white and semi-transparent in color, were confirmed. The crystalized substance - like fms show the similar spectrum to styrene elastomer, and the fiber-like fm shows similar to cellulose.¿. There was no patient harm reported.